Event description:
On (B)(6) 2012, the patient contacted animas and reported that the audio bolus keypad button had been intermittently unresponsive for four months and had gotten progressively worse. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump under clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing could not duplicate the complaint of the "audio bolus" button not responding properly. Removed the button cover and no contamination was seen under the cover. Unrelated to the complaint, the display was faded, discolored and difficult to read. When replaced with a test screen the display was fully functional.